Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard shielded IV catheter experienced safety shield failure when the needle failed to retract during use.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced safety shield failure when the needle failed to retract during use.

Manufacturer narrative:
Investigation summary: DHR review: a review of the device history record was completed for sub-assembly #8607680 lot 7331586 manufactured from 12-dec-17 to 29-dec-17 used in claimed lot 7352881. The batch was analyzed for "needle retraction" and ¿part activation¿ tests, and it was not evidenced record of failure of activation of the part during the analysis of these batches. It was obtained one opened and used sample of product 38183314, insyte autoguard 20gx 1.16, lot: 7352881. After visual analysis of the product it can be verified that there was damage to the internal part of the grip that may have been caused by the insertion plug station during the product assembly. This damage prevents full movement of the safety mechanism preventing full activation of the needle. Conclusion(s): confirmed: bd was able to confirm the complaint for the defect claimed. Even if the analysis of the device history record, the nonconformity history and the corrective maintenance history of the lots involved in this complaint has not presented records that could clearly lead to this complaint after analyzing the sample returned by the customer, it was confirmed that there was a failure of needle activation due to an internal damage in the grip that prevented the complete retraction of the needle. Based on the investigations of this complaint, a failure occurred at station 5.54.4 of the product assembly machine caused damage inside the grip when a claw of the machine picks up this grip in the inner caused the damage evidenced. This damage causes a burr inside the grip that block the retraction of the needle occurs until the end causing this kind of complaint. An update has been performed on the station software that loads the plug inside the grip, so when there is misalignment at the station causing damage inside the grip, the sensor can detect this damage and discard the damaged part from the other parts. Thus, avoiding that there is failure of needle retraction due to internal damage of the grip caused during this station.